Event description:
It was reported by the customer that during use the cardiosave intra-aortic balloon pump (iabp) had a ¿maintenance required¿ message. The unit was replaced with another one and its normal operation was confirmed. After the replacement, when the original unit was restarted, it displayed prior compressor failure etf #14. There was no harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed that the error could be reproduced.

Manufacturer narrative:
Event site name:(B)(6) hospital.event site postal code(B)(6).upon completion of the investigation into this event a follow up report will be submitted.